Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4); product ID: evproplus-34us, serial/lot #: (B)(4), ubd: 03-dec-2021, UDI#: (B)(4). Product analysis: the device remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 millimeter (mm) transcatheter bioprosthetic valve, an infold was potentially reported. The infold was not identified during the case, but after, while reviewing the implant films. The nosecone of the delivery catheter system (dcs) caught on the edge of the infold and dislodged the valve. A second valve was placed. The patient became hypotensive and a balloon pump was placed. The patient later died. The cause of death was reported to be internal bleeding on the venous side, most likely due to inserting the balloon pump. It is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that, heavy calcification may have contributed to the infold. Per the physician, the death was not related to the valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve ((B)(6)) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (calcification level and location, lvot anomalies, bicuspid valve, etc.) And procedural factors (valve sizing, bav, loading, and user technique). In addition, the nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. However, based on the information provided a conclusive cause could not be determined. In this case, it was noted that heavy calcification may have contributed to the infold. Additionally, the case plan was reviewed, it confirmed that there is moderate to severe calcium present in the annulus and cusps. No other anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.